Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. It was reported that the pump had emitted multiple replace battery alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/03/2017 with the following findings: there were replace battery alarms observed in the pump histories; the voltage was not low at the time of the alarm. There were no replace battery alarms during testing. There pump¿s electrical current draws were high. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.